Event description:
It was reported that stent damage occurred. During preparation of a 32 x 2.75 promus premier drug-eluting stent, the proximal stent cells were deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage, with stent struts in the mid to proximal region pulled proximally over the markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a 32 x 2.75 promus premier drug-eluting stent, the proximal stent's cells were deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.